Event description:
The customer reported that the ventilator alarmed and shut down while in use on a patient. The customer reported there was no patient harm. The manufacturer's field service technician confirmed a diagnostic code in the ventilator log history that indicated a +24 volt failure and vent inop code upon restart of the ventilator. During testing the customer reported event was duplicated. The service technician replaced the power supply and air valve to correct the problem. Performance verification testing was completed and all tests passed per operating specifications.